Event description:
After placing peripheral intravenous (piv) set in pre-op on patient, it flushed and saline locked piv with no problems. When patient went to the procedure, the piv would not flush because the extension tubing clear piece was stuck. Registered nurse present on the procedure room was able to remove the extension tubing and apply a new one, had no problems flushing it after a new one was applied. No harm was done to patient but just wanted everyone to be aware. Information- 7" (18cm) appx 024.,ml, small bore pressure infusion *400psig) ext set w/microclave clear, purple clamp rotating luer. Ref # mc33150, lot # 12178965.